Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate high voltage therapies due to tachy-arhythmic transient atrial fibrillation. It was noted the patient had hypokalemia. The patient was given potassium substitution. The device remains in use. The patient is enrolled in the (B)(6) post-market study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).